Event description:
It was reported that the patient presented in the hospital on (B)(6) 2014 feeling dizzy and lightheaded. Upon interrogation, the right ventricular lead exhibited loss of capture. A chest x-ray was performed and confirmed the lead had dislodged. The lead was repositioned but the physician felt the lead did not feel secure. The physician could no longer gain access and left the lead in place. The patient was being monitored on (B)(6) 2014 and it was noted that the lead had dislodged again. The physician elected to explant and replace the lead on the patients opposite side. The procedure was successful. The patient was asymptomatic and was doing well post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.